Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: data files and the balloon catheter (2af284 / (B)(4) ) were returned and analyzed. The data files confirmed a system notice, indicating that the safety system detected fluid in the catheter and stopped the injection, was received on the date of the case. Visual inspection of the balloon catheter showed blood inside the balloon, and smart chip verification indicated that the catheter was used for fourteen injections. Dissection and pressure testing showed a guide wire lumen kink and breach proximal from the catheter tip. In conclusion, the reported system notice, indicating that the safety system detected fluid in the catheter and stopped the injection, was confirmed through testing. The balloon catheter failed inspection due to a guide wire lumen kind and breach. (B)(4).

Event description:
It was reported that during a cryoablation procedure the safety system detected fluid in the catheter and stopped injection. The electrical and coaxial umbilical cords were disconnected and reconnected. The coaxial umbilical was replaced trying to clear the system notice. The balloon was then replaced to clear the system notice. The procedure was completed with cryo. The balloon catheter subsequently tested out of specification upon manufacturer's investigation. No patient complications have been reported as a result of this event.